Manufacturer narrative:
Concomitant medical products: bone screw 6.5mm dia x 25mm long (cat# 120-65-25 / serial# (B)(4)) . Pf stem tapered plasma sz 16 (cat# 160-00-16 / serial# (B)(4)). Biolox delta femoral head 36mm od, +0mm (cat# 170-36-00 / serial# (B)(4)). Nv crown cup clstr hole 60mm group 4 (cat# 180-01-60 / serial# (B)(4)). Platelet rich plasma kit with spray tips (cat# 620-00-02 / serial# (B)(4)). Accelerate conc. Sys rep by 620-12-02 (cat# 620-11-02 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately eleven years post initial right side tha, this male patient was revised as he was having hip pain and MRI showed fluid collection in the pelvis from the liner wear. Head liner exchange to a novation xle 36mm liner was performed. Hip was stable with range of motion (rom) testing. Patient was last known to be in stable condition. X-rays and photos attached. Devices are not available for evaluation due to hospital does not release the implant to the rep.

Manufacturer narrative:
(H3) the revision reported was likely the result of edge loading and being implanted for over 10 years, which led to polyethylene wear and pain. However, this cannot be confirmed as the device was not available for evaluation. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of edge loading and being implanted for over 10 years, which led to polyethylene wear and pain. However, this cannot be confirmed as the device was not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.